Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncopal episodes. Upon interrogation it was noted the patient's implantable pulse generator (ipg) was at elective replacement indicator (eri) and the patient was intermittently paced. It was also reported the right ventricular (rv) lead had high thresholds. The ipg was explanted and replaced and the rv lead was implanted out of service and replaced. No further patient complications have been reported as a result of this event.